Manufacturer narrative:
Continuation of d10: product ID 97745. Serial#: (B)(6). Product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the device, model # 97745, s/n (B)(6), revealed the complaint was unable to be verified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that for the past two months, they were only able to charge their implant at "good" and they had not been seeing "recharging excellent", it would recharge slowly everyday and by the end of the day it would be "dead" even though the pt had not changed their therapy settings since last january. Then last night the pt's controller shut off even though the controller battery was at 100% and the implant battery was below 30% in the red (pt verified their controller would go blank when recharging the implant and when nothing was plugged into the controller). Pt was in too much pain and that's when they noticed it was not even on. Pt then went to charge their controller and it would not turn on, the ac power supply cord was green but the controller was not. Pt reset their controller and the controller became responsive but 10 minutes later even with the controller battery at 100% the controller would not turn on. Pt noted the controller was blank and unresponsive so they reset the controller again then 10 minutes later it went out again so they could not charge. Pt noted since yesterday their back had been severely bad. During call pt verified there was no damage to the recharger telemetry module (rtm) , controller battery compartment, controller charging port, and the controller battery. Pt then removed the controller battery and plugged the controller into the ac power supply, pt verified the controller would not turn on even though the ac power supply cord had a green light. The issue was not resolved. Pt mentioned that their implant was completely depleted during call. Additional information was received from a patient (pt). The patient reported that their implant depleted by the end of the day started in january when the unit was taking and also holding a charge in shorter time with no changes made. The unit would only charge in good power no matter what they did. The pt also said the last time it was a fully battery, they had went to charge back up and it wouldn't. The dead unit wouldn't come back on even with taking the battery out (controller). The steps that were taken to resolve the issue was by calling medtronic and they had also called a manufacturer representative (rep). They had tried removing the battery and blowing out the compartment. When asked if the issue resolved, the patient said it is still a short span for battery. They were charging every 3-4 days without pulse changes. Again, it is at 1.5 days. Also, it is saying "good" again instead of "excellent''. They are thinking it might be the cord again.